Event description:
Entire 4g (40ml) magnesium secondary infusion backed up into primary ns line. Rn then calculated new total volume for infusion over 4 hours. Infusion proceeded without difficulty. Manufacturer response for secondary IV tubing, (brand not provided) (per site reporter): email sent to customerfeedback@carefusion.com. Sample sent out via (B)(6) today.